Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Three additional follow up attempts were made; however, no additional information was received. The patient did not state what led to the need for a revision surgery. The non-conformance database was reviewed for the mandible component; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint involving part#: 24-6545, lot#: 535280d. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown at this time if the device will be returned for evaluation. The product remains implanted in the patient, but a revision may occur at a later unspecified date at which time the device may be returned for testing. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00567, 0001032347-2019-00568, 0001032347-2019-00569, 0001032347-2019-00570, 0001032347-2019-00571, 0001032347-2019-00572. Concomitant medical products: tmj system right standard mandibular component, part# 24-6545, lot# 535280d; 2.4mm system high torque (ht) cross-drive screw, part# 91-2708, lot# unk; 2.4mm system high torque (ht) cross-drive screw, part# 91-2710, lot# unk; 2.4mm system high torque (ht) cross-drive screw, part# 91-2712, lot# unk; traumaone system 2.0x9mm self-drilling imf screw, part# 91-5609, lot# unk; omnimax 24 gauge prestretch, part# 99-5824, lot# unk; 2.7mm system emergency cross drive screw, part# 99-9948, lot# unk. Initial reporter - patient.

Event description:
It was reported that patient will undergo a bilateral revision of temporomandibular implants at an unspecified future date due to an unknown reason. The prostheses will be replaced with a custom device. No additional patient consequences were reported.